Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported during an elective generator upgrade procedure, the atrial lead was explanted and replaced due to loss of capture. No further information is available.